Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation result of clip assembly stuck into the bushing. Block h10: investigation results the returned resolution 360 clip device was analyzed, and it was noted that the device was returned with the clip assembly stuck into the bushing and with the clip assembly bottom part deformed. No other problems with the device were noted. Investigation found that the clip assembly was highly stuck with the bushing. It possible that the entrapment of the clip and the bushing could have been caused by operational factors, such as hitting the clip against a hard surface, damaging the locking tabs, then a soft deployment could be caused. Next, when the customer pulls back the handle for repositioning the clip again, this action induced that the capsule got localized incorrectly on the bushing, therefore, causing that the capsule and the bushing got stuck. While the physician kept pulling back the handle in order to release the clip assembly, this technique generated that the yoke got detached from the control wire. And this entrapment also, contributed to the deformation found on the clip assembly. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the bile duct for polyp during an intestinal endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, upon exposing the clip, it was found that tip of the clip was twisted. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing. Please see block h10 for full investigation details.